Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received. As a result, the following fields have been updated: device available for evaluation; returned to manufacturer on: 01/29/2020. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic were observed at the cartridge tip and tube. Approximately half of the cut lens was returned. The cut is most probably related to facilitate the removal. There are stress marks indicating the lens was delivered. The reported positioning issue was not verified. Based on the product returned evaluation, there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation requests have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date, explant date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens would not position in the capsule of the patients right eye. A sulcus lens was required and an incision enlargement was performed. Additional information received reported that the lens kept moving nasally but it is unknown why it would not center. There was no patient injury. No additional information was provided.